Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on and the lcd screen was blank. The device's system board, lcd and backlight cable need to be replaced to address the issues.

Manufacturer narrative:
The manufacture previously sent a report without g3 filled out. (B)(6) 2022 was entered in g3.